Event description:
The biomedical engineer (bme) reported that they had to reboot the central nurse's station (cns); and when it came back up, all except for one of the bedside monitors (bsms) were displayed. Technical support (ts) had the customer stop monitoring the bsm and re-admit the patient. They did so, and the bsm was displayed on the cns. Qa asked the customer why the cns was rebooted as it was unclear why this was done in the first place - whether they had a failure of some sort or if they were doing preventative maintenance reboots. They have been unresponsive. No patient harm was reported.

Manufacturer narrative:
Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the cns. Bedside monitor: model: bsm-6701a, sn: (B)(4).